Event description:
Consumer reported an event with band aid bandage clear spot. Consumer alleged using one band aid and had a severe reaction/redness to the adhesive. Consumer reported a severe reaction on the neck when used to cover a pimple marking. Also, after wearing the band aid for approximately 8 hours at work to cover the mark, consumer started having pain in the neck, ear, and throat. Consumer visited health care professional for treatment and found out the reaction had entered lymph nodes on neck and was prescribed an antibiotic, but it has only gotten worse and has spread to the lymph nodes on the other side of the neck. This issue had caused severe pain to the consumer, it was also swollen/spreading and believed it will be a permanent scar very visible on the neck. The reaction had spread under the edge of chin and upper chest at the neckline. Along with the antibiotic, consumer was also taking tylenol for pain.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, sex, weight and ethnicity were not provided for reporting. Patient age was reported between 45-54 years. The UDI# is (B)(4). Upc = (B)(4). Expiration date= na. Lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a lot number. Consumer misused the product. This event is being submitted out of an abundance of caution. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.